Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model z9002 23.5 diopter) was inserted, removed and replaced in same surgical procedure because haptic did not unfold. Reportedly incision enlargement was performed during the procedure. Another lens with same model and same diopter was used as replacement for the patient. No further information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 1/24/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Traces of viscoelastics are observed on the lens indicating it was prepared for insertion. The haptics are unfolded; there is no damage observed on the haptics. The reported issue was not verified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. The search revealed no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.